Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 500 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer stated they no longer want to wait for tubing clamps to be shipped to them, but instead would like a replacement insulin pump. The customer sent their insulin pump back for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked reservoir tube lip and cracked lcd window.